Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, after successfully completing an ablation, the physician removed the novasure device from the cavity and deployed the array finding there was a hole upon inspection. The physician confirmed the array was deployed and checked prior to the procedure and there no visible damage or issue with the array at that time. A hysteroscopy was performed to inspect the cavity and a piece of material from the array was seen and removed. No patient injury reported.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and the array has two holes on it, one of the holes is in both poles facing the handle and the other is at the right pole facing the dial. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.